Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A healing collar (hc565) was received for investigation. Visual inspection of the as returned product identified no sign of damage within the external threads of the device. Functional testing was conducted with a compatible implant and the healing collar was able to assemble with a compatible implant as normal. No pictures or x-ray images were provided to aid in the investigation of the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs - 9658 rev 1-01/15 information identified: technique information (pages 5-8) per the applicable IFU, under section technique information, if resistance is felt or the healing collar seems difficult to seat, the healing collar may be misaligned with the axis of the implant. Then back out the healing collar and rethread it into the implant in proper alignment. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complainant reported that the threads would not engage. The reported event could not be confirmed through inspection as functional testing revealed the healing collar was able to seat in a compatible implant. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing collar's (hc565) threads would not engage the implant.